Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that hp jornada handheld computer's screen was continually freezing, indicating a possible software malfunction. Product analyses of the hp jornada computer and flashcard were completed. No condition was found that could have caused or contributed to the screen freezing event.